Manufacturer narrative:
No intervention is planned at this time and the patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture. Sensing was stable and impedance measurements had increased. A computerized tomography (CT) scan was performed and a slight perforation of the heart wall was noted. No additional adverse patient effects were reported.